Manufacturer narrative:
(B)(4). The issue was addressed over the phone; a swap of the device was not necessary at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The cause for the reported issue of home patient was to have 5 cycles not 4 was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance with the homechoice (hc) machine. The hp stated he was to have 5 cycles not 4. The hp further stated another technician changed the program from 9500 ml to 9000 ml. The hp stated he is on tidal therapy, 9000, 10hrs, fill volume (fv) = 2 l, tidal=85%, ultrafiltration (0), and last fill (lv)=200 ml. The technical service representative (tsr) explained to the hp. The hc showed 4 cycles due to this prescription. The hp insisted that he was to have 5 cycles and a full drain every 2 cycles. The hp stated he changed his program to 10 l and the hc went back to 5 cycles. No patient injury or medical intervention was reported.